Event description:
Procedure: appendectomy. According to the reporter: the surgeon reports that during the intervention the device got blocked shut on the tissue. The surgeon had to cut around it to release the device that would still not open once out of the abdomen.

Manufacturer narrative:
(B)(4).